Event description:
One of our patients had a jackson-pratt drain inserted during abdominal surgery on 4/12/92. On 4/15/92, the surgeon removed the drain. Inspection of the drain revealed that the distal tip had seperated and remained in the patient (it was several centemeters under the skin). The patient wad returned to surgery immediately, the drain tip removed. The drain and tip were examined closely. There is no indication that a suture was placed near the drain, or that any surgical equipment was used after placement of the drain that could have severed the tip. The break in the drain appears to be uneven, with sharp edges. I have retained both the drain and tip for further inspection. The patient is progressing nicely, without further complicationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.